Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump did not complete an infusion. When an infusion of daptomycin completed, the bag was not empty (programmed amount and delivery rate unk) it was also reported there was no pt injury.